Manufacturer narrative:
Device return: one (1) used (B)(4) catheter was returned for investigation and analysis. MFR's investigation and analysis: visual examination at (B)(4) magnification recorded the intact catheter balloon was torn/damaged. Results: the engineering visual analysis of the returned catheter confirmed the reported inflation problem/damaged component. The report notes the damaged catheter balloon occurred during use as the device was inflation tested prior to placement. Record review: a review of the manufacturing lot database for the reported lot #04-204-sl reflects a manufacturing date 06/2011 shows (B)(4) units were manufactured, tested, inspected, and released. Conclusion: although the exact cause of the damaged balloon component is unknown at this time, the engineering report does note potential cause(s) attributable to technique/usage of various ancillary devices, such as contamination shield/introducer. The facility reports continued usage of medtronic input ps 7 fr (introducer sheath). The (B)(4) catheter labeled instructions for use state to use an 8 french or larger introducer. Add'l notes: (B)(4) 2012 during (B)(4) of manufacturer's complaint records, this report was reviewed and audited. (B)(4).

Event description:
Complaint received reporting multiple balloon inflation issues with use of (B)(4) td catheters. In each of the incidents, the catheter devices were pre-tested with no inflation issues noted at that time. One incident occurring on (B)(6) 2012, was detailed as follows: "catheter balloon tested outside the body in a bowl of water prior to insertion. Catheter placed through a medtronic input ps 7 fr x 11 cm sheath (ref # (B)(4))¿the catheter¿had a balloon rupture or failure before reaching the pulmonary artery". No adverse pt consequences were reported.